Event description:
A consumer implanted for chronic low back pain and spinal pain reported seven to eight months after implant the implantable neurostimulator (ins) flipped. It was noted a physician mode recharge (pmr) was attempted but couldn't be done. As a result of the issue a revision was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.